Event description:
A nurse reported to baxter (B)(4) that a spike of the transfer set was bent. The nurse stated that the shape of the spike changed. The nurse reported that the transfer set had been used for 60 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation results become available. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to separated. During visual inspection no manufacturing abnormalities were noted. The transfer set was tested underwater with no leak noted. The reported condition of a bent spike was not confirmed in the lab. A batch review was not performed due to unknown lot number. Based on the information obtained from baxter's investigation, the root cause was not identified. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.